Event description:
Literature was reviewed regarding right ventricular pacing (RVP) versus left bundle branch area pacing (LBBAP) with respect to sex differences. The authors described patient deaths; however, the causes of death were unknown and described as cardiovascular or all-cause mortality. There were patients who experienced hospitalization due to heart failure or acute coronary syndrome (ACS), stroke/transient ischemic attack (TIA), and sepsis/infection. There are no allegations of lead-death relatedness or heart failure and stroke/transient ischemic attack (TIA) relatedness indicated in the article; however, the cause of death and lead-relatedness has been requested but not yet received. The status of the leads is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the US. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial numbers. The baseline gender/age characteristics is male/75 years old. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: Sex Differences and Long-Term Outcomes in Patients with Left Bundle Branch Area Pacing Compared with Right Ventricular Pacing. Journal of Clinical Medicine. 2025. 14, 5256. DOI: 10.3390/jcm14155256. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.